Manufacturer narrative:
Date sent to the FDA: 07/14/2016. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the procedure? What was the condition of the tissue (normal, diseased, weakened)? Was there any anomaly or deficiency noted with the suture prior to use? How was the suture placed (starting at end or middle of incision)? Was the fixation tab intact when the suture was placed in the patient? Was there any patient event prior to the suture rupture (cough, fall)? What is the surgeon opinion as to relationship of the suture contributed to the symptoms? What was the date of the second procedure? What was the location of breakage, initiation or termination end? How much of the incision was open (in cm)? Did the suture remain intact and tear through the tissue? Do you have any photos of the suture during second procedure? What was used to close the fascia during second procedure? What are the patient age, weight, past medical and surgical history? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a hand-assisted sigmoid colon resection procedure on unknown date and barbed suture was used. Following the procedure, the fascia of the hand port dehisced seven days after having been closed and required reoperation. It was unknown what was being used to reclose the fascia. Additional information has been requested.